Manufacturer narrative:
Based on the investigation, mevion has initiated its recall and has conducted field actions and removed all the affected pendants from the field, and replaced with compliant pendants.

Event description:
After completion of patient treatment the therapist attempted to move the gantry of the machine to 180 degree position. When motion was engaged utilizing the in-room hand pendant, lateral x motion of the patient couch occurred bringing the patient couch closer to the nozzle which remained at its original position. The therapist disengaged the hand pendant upon noticing the unintended motion. At this point there was no contact between the patient couch and the nozzle. The therapist placed the hand pendant in the hub on the treatment room wall, and verified patient status. A short time later the therapist retrieved the hand pendant and attempted again the command to move the gantry to 180 degrees. Again, the patient couch moved in the lateral-x position, and made contact with the gantry nozzle. At no time was the patient in contact with any unintended part of the machine. The therapists were able to safely remove the patient from the patient couch from the current position within the treatment room, and there was no patient harm.